Event description:
During treatment of a pre-y90 gda embolization, an azur coil was positioned in the gda. An attempt was made to detach the coil unsuccessfully. An alternate detachment controller was tried without success. Upon removal of the device, the coil detached. It appeared that a thin piece of wire was attached to the coil that continued through the hepatic to the aorta. The physician chose to leave the wire/coil and continue with the case. Another coil (interloc) was placed in a gastric artery and a stent in the hepatic due to a dissection that was stated to not be caused by the azur coil. The pt will be brought back to continue the y-90. The pt was reported to be stable. Pt information - pt identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as a portion remains within the pt and the delivery pusher has not been returned for evaluation to date. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.